Event description:
It was reported that the patient's ipg was moving around in the body. The patient had no major trauma, and no imaging was used. Surgical intervention took place on (B)(6) 2024 where the physician created a new pocket and placed the ipg deeper inside the pocket. The physician also used a stitch to secure the ipg into the new pocket. Therapy was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.